Event description:
The pt received psychiatric electric shock therapy in 1969-70 at the hosp. Therapy destroyed much of her memory and she still does not recall some of it. It was for treatment of depression, but it did not relieve it. In fact the depression continued for several years. She is suffering from permanent, irrevocable memory loss as a result of electric shock therapy treatments.